Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery problem) was confirmed. As received, the battery would not charge. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger indicated that the battery may have a problem. The patient was issued a replacement battery pack.